Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records received on unrelated customer experience indicated that the patient had a history of stroke (date(s) unknown). It is unknown if the patient was receiving dialysis at the time of the stroke. Additional information has been solicited.